Event description:
Nurse reports the hospitalization of a diabetic based on monitor value of 45 mg/dl. No further info on treatment was provided. While in the hospital, the diabetic's blood glucose level was determined to be 566 mg/dl by an unknown method. It is not known if treatment was received prior to this determination or when the test was performed.